Event description:
The continuous renal replacement therapy (crrt) machine alarmed for multiple alarms in succession; return pressure low and return line disconnection. The ICU rn performed troubleshooting, which included crrt set inspection (no air or leaks noted). Confirmed lines secure and tight and restarted machine. The alarm continued and performed same troubleshooting again. Then, flushed lines to ensure patency. Upon restart of crrt machine, it alarmed "filter clotted". Air chamber with large amount of fluid fluctuation; therapy stopped for safety. Patient had no signs of distress during or after event. The filter was taken down for safety and the machine called for biomed inspection. Nephrologist notified and crrt remained down per orders.